Manufacturer narrative:
(B)(6). Date of report: 06aug2019. Troubleshooting action: asking customer to first replace the backlight inverter and if that does not sole the issue replace the whole graphic user interface (gui). The customer replaced replace the whole gui. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported dim screen and intermittent nav-ring failure. There was no patient involvement.